Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240 alarm, which occurred on the homechoice (hc) during the dwell 2. The home patient (hp) stated the solution bag fell and disconnected. The tsr advised the hp to contact the peritoneal dialysis nurse for further therapy advice. The hp discarded the sample. Product surveillance spoke to the home patient (hp) for additional information. The hp stated he thinks a small section of the solution bag may have been hanging over the back of the dresser. The nurse was notified. The hp completed therapy with a new set-up. No patient injury or medical intervention was reported. The hp is continuing therapy as usual. No additional information provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.